Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bloody stools and low platelet counts. Heparin was discontinued and the patient was successfully weaned off the pump.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be patient condition because the bleeding is noted at a non-impella site. The device passed all post sterile inspection checks.